Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-04362 for the first spyscope ds ii access & delivery catheter, 3005099803-2025-04368 for the second spyscope ds ii access & delivery catheter, and 3005099803-2025-04366 for the spy ds controller. It was reported to boston scientific corporation that the spyscope ds ii access & delivery catheter was used with a spy ds controller in the distal bile duct for the treatment of bile duct stones during a cholangioscopic lithotripsy procedure on (B)(6) 2025. During the procedure, the spyscope failed to produce an image and only black dots appeared. After switching to a second spyscope, the same issue occurred. Consequently, the patient's hospitalization was extended, and the procedure was rescheduled for (B)(6) 2025. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned spyscope ds ii was analyzed. During the visual inspection, no visible damage was observed on the device. In the image test, the device was connected to the controller and displayed an image as expected; the image remained stable when a guidewire was passed through the device. During the functional inspection, the camera tip articulated smoothly without any issues, and the image was not lost during articulation. However, during the media inspection, the attached photo showed a controller screen displaying a 5-dot pattern instead of the expected camera visualization. Product analysis could not confirm the reported issue of "no visualization." During both visual and functional inspections, the image was displayed as expected and remained stable. The investigation found no damage to the device, and the camera consistently displayed an image during inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number for the first spyscope ds ii access & delivery catheter, 3005099803-2025-04368 for the second spyscope ds ii access & delivery catheter, and 3005099803-2025-04366 for the spy ds controller it was reported to boston scientific corporation that the spyscope ds ii access & delivery catheter was used with a spy ds controller in the distal bile duct for the treatment of bile duct stones during a cholangioscopic lithotripsy procedure on (B)(6) 2025. During the procedure, the spyscope failed to produce an image and only black dots appeared. After switching to a second spyscope, the same issue occurred. Consequently, the patient's hospitalization was extended, and the procedure was rescheduled for (B)(6) 2025. No patient complications were reported as a result of this event.